Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient started feeling uncomfortable stim and stimulation too strongly in the bike seat suddenly. Patient stated that normally they felt stimulation at level where they barely noticed it but now it was driving them nuts and was bothersome so they wanted the stimulator off. During call, it was confirmed ins therapy status with programmer was not on. Patient was walked through to ensure the ins was off. The ins was off and at 0.0v. Patient said they had tried turning ins off the day of the report but stimulation sensation wouldn't stop. There were no falls or trauma related. Patient advised to follow up with their healthcare professional to check device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the cause of suddenly feeling stimulation strongly in bike seat area was determined. However patient did not note or recall how it was explained. But that it had something to do with how patient's nerves may be reacting to the same program for settings for several years and just continued use of 1 program. Patient did meet with manufacturer representative (rep) on (B)(6) 2019 and had their unit reset with different programs. They also had the case program removed. Patient's battery life and lead was checked. Patient will be using different settings to enhance effectiveness of unit. No further complications were reported.